Manufacturer narrative:
Submit date: 9/15/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the pump did not chime when powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. The chip of the buzzer circuit has been displaced towards the lower side of the printed circuit board (pcb). The leads of the chip are bent or pulled up from the pcb. This damage is likely caused by contact with the uppermost screw boss. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.